Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call compromised force sensor system error alarm and motor error alarm. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose via manual syringe. Troubleshooting for motor error alarm was performed. Customer received the alarm during a bolus attempt. Customer advised they saw insulin coming out when they disconnected from the tubing and motor error alarm recurred. Customer advised the insulin pump was exposed to x rays and airport body scanners. Customer was unable to complete the pump rewind process. Troubleshooting for compromised force sensor system error alarm was performed. Customer received the alarm during the prime rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test during the prime test due to a faulty force sensor. The motor passed the motor test. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.